Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (no image) occurred due to unexpected stress on the cable due to user's handling, and the image was no longer produced due to the breakdown of the cable unit. Handling of the device is described in the following verbiage, as identified in the instruction manual, which may have prevented the phenomenon: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable."

Event description:
The customer confirmed this issue was found before a procedure; therefore, there was no delay. There were no other devices involved in the event.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of the image does not appear" was confirmed due to faulty cable unit. The cause of the cable failure cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the camera head on the laparoscopy tower displayed a black image and verified the processor was not recognizing the camera head as an ¿e322¿ error was observed. There was no report of patient involvement.